Event description:
Boston scientific received information that short periods of noise were noted on this right ventricular. Pacing impedance levels were normally at 500 ohms, however, also displayed periodic jumps to 1200 and 1300 ohms noted at a recent follow up. No patient issues were noted and the physician will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.